Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low reservoir. Customer's blood glucose was unknown mg/dl. The customer stated that it is set to 20 units but it doesn't go off at 20 units. The customer stated she doesn't feel comfortable with pump. The customer was offered to troubleshoot for air bubbles, she stated that she already done what we are going to tell her. The customer stated they just cleared the bubbles out 10 minutes ago and now they are back. The customer would like to have new pump. The customer requested for assistance with programming the insulin pump. Customer's blood glucose was 57 mg/dl. The customer was assisted with programming time/date, basal rates, max bolus, max basal. The customer successfully set up the new program.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.